Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced elevated blood glucose (bg) over 500 mg/dl with extreme drowsiness, nausea, symptoms of dehydration, shortness of breath, confusion, and moderate ketones associated with a loss of prime warning. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, the reporter was able to re-prime the pump with no alarms occurring. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump, as there was an inadequate response to an appropriately emitted alarm.